Manufacturer narrative:
The reporter of the complaint was asked for the product serial number, date of event, and implant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done.

Event description:
Reported event of leak from journal article: "nonsurgical management of luminal dilatation after laparoscopic adjustable gastric banding," obesity surgery, (2013 nov 14). Electronic publication date: 14 nov 2013.